Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they went to change the insulin pump it squirted insulin. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. The customer had issues on the insulin pump getting passed the prime sequence of the insulin pump. They tried changing batteries and putting in a new set and reservoir and stated that the behavior was the same. The customer stated that usually it¿s a drop but this time it was squirting a lot of insulin and when they hit act it will flow fountain of insulin and when they press escape it will ask again if they were disconnected. The customer also reported a couple cracks on the insulin pump that have been there for several years. It was reported that the reservoir lip ring was damaged but the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.